Event description:
It was reported that an intraocular lens was implanted and removed from the eye because the patient needed a sulcus lens. In follow up it was learned that there was a capsule tear due to weak patient anatomy and a vitrectomy was required. Another lens was implanted during the same procedure.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.